Event description:
It was reported that when the device was used during a gastrectomy procedure, the staples malformed. The surgeon had sutured to complete the case. There was no consequence to patient. The device was discarded.